Event description:
I had an ams minisling implanted at the same time as a vaginal hysterectomy. The hysterectomy was done because of a prolapsed uterus and bladder. Once my uterus was removed, no reconstruction or support for the bladder was necessary. I asked the doctor about it and what I could get from him was that it was a failure of uterine support and not vaginal collapse. The implant felt like a lump in my vagina from the day it went in 2008-. I assumed it would get better as I healed. At four weeks post-surgery, while I was walking up a few steps with a light bag of groceries I felt a pain in the surgical area and groin and had fresh bleeding for 4 or 5 days. This was more bleeding than when I first had the surgery. I reported it to my doctor and at my six-week post appointment, he said everything was fine. I continued to have irritation in the vaginal area so I explored with my finger and could feel the sharp edge of the mesh protruding slightly into my vagina. I still thought it could be stitches so I waited thinking it would heal. I got increasing pain spreading into the groin, and had pain in the groin and upper thigh if I tried to run, walk upstairs, or push off on my legs at all. I saw the doctor again and had to insist there was a problem as he couldn't see it. I finally got a referral to a urogynecologist specializing in pelvic floor reconstruction and had the mesh removed in 2009-. I found it an indictment against this product that they don't use it at their practice -medical center-. I don't know yet if there are going to be long-term problems. The so-called self-anchoring tips had to be left in, leaving me vulnerable to future problems, and probably unable to get insurance because of pre-existing condition. I fell like a guinea pig. I received no counseling as to alternatives or possible complications, like my ruined sex life. The pretty color brochure from the manufacturer made it should fool-proof. I don't want another woman to have to go through this. Please recall the product. Dates of use: 2008 - 2009. Diagnosis or reason for use: mild stress incontinence. Event abated after use stopped: no.